Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the or staff¿s experience with device? Can it be confirmed that the retaining cap was left in place during cartridge loading? Did the surgeon wait 15 seconds prior to firing each device? Did the powered stapler begin to make any sound while attempting to fire? What was the reason for the reoperation? What was observed during the reoperation? What was done in the reoperation? Does the surgeon believe that the reoperation was related to the difficulties experienced with stapler? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy surgery, 2 devices plee60a immediately blocked, during the first interlocks. The surgeon started with a plee60a and a green charger gst60g. The clamp immediately blocked and the stapling didn't start. Then, the surgeon used another charger with the same lot, the same incident occurred. Then, the surgeon decided to change the stapler : he took another plee60a and used another charger gst60g ( it is the third charger of this box ) : the same incident occurred then , the surgeon thought that the tissues were too thick, changed the charger, he took a device gst60t but the stapler didn't staple. Then, the surgeon used a manual stapler long60a and the surgery was completed. Despite the 4 successive compression of the tissues on the patient pylorus, no consequence for the patient and the surgery was successfully completed. The following day, a revision was done because the patient had pain on the chest : the surgeon notified that the stapling remained in place. A blue test showed that the mechanical suture was hermetic. The sales rep didn't have other information concerning the revision surgery but the patient is well.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. D4: batch # p5886l. Investigation summary: the analysis found that one plee60a device (a) was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.